Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) pacing lead impedance was out-of-range (oor) high. There was one patient alert for out-of-tolerance (oot) subthreshold lead impedance on (B)(6) 2012. Weekly and daily pace lead trend data shows a gradual increase for ventricular pace bipolar impedance equal to 1634 to 2033 ohms range between (B)(6) 2011 and (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient noted an audible alert and reported to the clinic where interrogation revealed a slow rise in impedance to high impedance. The clinician adjusted the alert threshold higher. It is also reported there is high thresholds. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noted an audible alert and reported to the clinic where interrogation revealed a slow rise in impedance to high impedance. The clinician adjusted the alert threshold higher. The lead is still in use. No further patient complications have been reported as a result of this event.